Event description:
It was reported that the holster cocking lever is bent and it is difficult to load the probe into the holster. There was no patient consequence reported. The device was returned for repair.